Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due tocode corruption triggered by unknown source. The device was tested on the bench and backup could not be reproduced. The cause of the bvvi could not be determined.

Event description:
It was reported that the patient presented for follow-up with a pacemaker that was in backup vvi mode and delivering pocket stimulation. The device was explanted and replaced because the device was subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. The patient was stable after the procedure.